Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first loading unit displayed a full complement of staples and the interlock was engaged. No damage was noted to the knife blade. The first loading unit was reset and loaded into a test unit. The single use loading unit (sulu) unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to the appropriate test media with acceptable results. The second loading unit was received fully applied and the interlock was set. It was also noted the appearance indicated the loading unit may be a competitors device. The loading unit color was a darker blue shade. Also, there were dots on the surface of the loading unit on the proximal end. Additionally, the second loading unit was unable to be loaded into a pmv test unit which indicated the loading unit was a competitors device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open pancreaticoduodenectomy procedure, when the stomach and the duodenum were closed, and stomach jejunum was anastomosed, the staples were poorly formatted using two different loading unit. Resection and re-stapling was done to fix the staple line. The reload was replaced with a new one to complete the case.